Event description:
The customer reported a flogard infusion pump that alarmed 49. It is unknown which process step and in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The customer reported problem of alarm 49 was confirmed during device evaluation. It was found that the date and hour setting were corrupted. The date and hour setting were reconfigured to correct the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.